Event description:
The physician was attempted to advance an endeavor resolute rx (2.50 x 18mm) drug eluting stent a severely calcified lesion at lad. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; stent dislodged while been withdrawn. No clinical sequelae were reported. Please note that this device (eres25018x) is distributed outside the united states; however, it is similar to the united states distributed product (ensp25018ux). .

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent), patient's condition affected effectiveness of device (severe calcification), none (no device received for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (severe calcification). (B)(4).